Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the transvenous right ventricular (rv) lead, right atrial (ra) and epicardial lead did exhibit intermittently out-of-range pace and shock impedances and change in threshold measurements. All vectors were out of range. The epicardial lead had loss of capture. The patient was in the hospital for a non-heart related medical condition when the device was interrogated. This device system had been implanted sub-pectorally but the boston scientific local area sales representative confirmed there had been no difficulty at implant just about a month prior. Upon identifying the out-of-range measurements, the sales representative initially questioned whether some kind of trauma such as a patient fall may have occurred. Also, timestamp information was incorrect when the sales representative pulled device data with the programmer. This timing mismatch was determined to be the result of incorrect time of the programmer used to interrogate this crt-d. The technical services consultant indicated there could be another reason for the erroneous data, such as a reset resulting from radiation exposure but there had been no known radiation exposure. The patient had not had any chest x-ray either. A memory dump was done. The findings of the memory dump were that the device had no faults and no resets and the device memory appeared normal. The boston scientific technical services consultant suggested evaluation of the leads and their connections.

Manufacturer narrative:
The boston scientific technical services consultant discussed that maybe a suture was too tight around the leads and that may have worn through insulation. A revision procedure was done to mitigate. There was device to lead connection difficulty during the lead revision procedure. Specifically, rv noise was noted when the implanting physician pushed and pulled on the rv pace/sense while in the device header. Subsequent visual inspection of the rv pace/sense lead pin proved difficult and the physician could not determine whether the pin was all the way inserted into the port. The physician retracted the setcrew, and then the rv pace/sense lead pin was able to be advanced further into the header. After resecuring this setscrew, all numbers tested within normal limits. Also to note, the rv lead had been removed from the header and tested within normal limits through the pacing system analyzer (psa). This crt-d was reimplanted without further issue or injury. There were no issues reported with the ra and epicardial lead connections.